Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. It was stated that in the same lot of the reservoirs the customer reported two events with an air bubbles in a period of fourteen days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.